Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Impella 5.5 was implanted in a 67-year-old male with a history of hfref (ef 10%), 15-year history of cardiomyopathy, hypertension, and lbbb. The patient was admitted with dyspnea and medically managed for adhf but progressed to worsening cardiogenic shock (pap 80s/30s, svo2 31, dilated lv, lactate 2.4). No device-related issues were reported. The plan was to extubate and proceed with lvad the following week. Subsequently, the patient developed a large hemorrhagic brain bleed. Neurologic prognosis remained poor without recovery, and the family elected to withdraw care. The reported events include a peri-procedural adverse event, stroke, and death. The impella 5.5 is intended for short-term ventricular support and requires careful monitoring of hemodynamics and neurologic status. The IFU notes that patient-specific factors such as severe underlying cardiac disease, hypotension, and critical illness can increase the risk of complications like stroke and bleeding. Variations in device performance or optical sensor readings do not necessarily indicate malfunction and should be correlated with clinical parameters. Based on available information, there is no evidence of a causal relationship between the impella device and the reported hemorrhagic stroke and death.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.